Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The reported complaint was not confirmed. Based on the customer reported failure ¿failure¿ and the additional comments relating to "vibration alerts" its possible this complaint was as a result of a transducer failure. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. The device history record (DHR) was reviewed with no anomalies related to the reported failure.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00095.

Event description:
This is 1 of 2 reports. This is in regards to the 1st incident. A customer reported that the c2602 excel 36khz straight handpiece worked during the first unspecified procedure on the operating room on (B)(6) 2020. The physician commented that the handpiece did not work on the last 15 minutes of it's procedure. Outside the operating room (or), another test was performed and handpiece seemed to work correctly, passing the vibration test and with good return. A procedure was performed and the handpiece worked for the whole surgery. After that procedure, on another day, a surgery was performed and with the handpiece assembled, device did not worked. Another test was performed with that handpiece outside the operating room and on the initial test, the handpiece seems to be working. After 2 to 3 minutes, the handpiece suddenly start sending vibration alerts and would not work again. Handpiece would give mixed results, sometimes working and others not working. Several tests were performed, some with positive results, other with the handpiece not vibrating. On the final test, handpiece did not vibrate. Before the last test without a patient, the handpiece was used on a procedure with negative results (as the device did not work- patient did not suffer any injury). Surgery delay was mostly due to the inability to use the cusa, longer surgery time. The device failed with vibration alert on most cases, almost no vibration or low vibration. Initial test did not pass. No patient injuries reported.